Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle twitching in the pocket area and nerve stimulation. It was also noted that the right atrial (ra) lead exhibited a fracture, high and unstable impedance, undersensing and no capture. The lead was programmed off. No further patient complications have been reported as a result of this event.